Event description:
It was reported to boston scientific corporation that an rx cytology brush was prepared for use during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2011. According to the complainant, the bristle brush was noted to be bent inside the package; no damage was noted to the packaging itself. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was prepared for use during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2011.according to the complainant, the bristle brush was noted to be bent inside the package; no damage was noted to the packaging itself. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual evaluation of the returned device found the brush to be bent, which caused resistance during actuation due to friction between the brush tip and the sheath lumen. The condition of the returned device was consistent with the complaint that the brush was bent; the complaint was confirmed. The most probable root cause of this failure is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
(B)(4):the complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.